Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited possible high capture threshold. The lead was explanted and replaced. The patient was stable post procedure. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Correction: the previously reported (B)(4) device dislodged or dislocated".

Event description:
New information received noted the patient fell previously which resulted in right ventricular lead dislodgement and the previously reported high capture threshold.